Event description:
The pt complained of pain, swelling, and loosening of implant. It had been placed 8/31/93. Implant was removed due to perioimplantitis and replaced with a wide hex implant. Original case was restored with a fixed straight threaded abutment, 4.0x3mm, lot #3090333, #410400-4-03.